Event description:
It was reported that the fiber broke during the photo selective vaporization of the prostate procedure and grazed the surgeon's face. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.